Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was keeps beeping as well as buttons were neither pressed nor accidentally pressed. Customer's blood glucose level was 130 mg/dl. Customer states there was something nearby that beeps. Troubleshooting was performed for beep anomaly. The insulin pump will not be returned for analysis.